Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation and failed due to sensor wire is missing the problem is confirmed because the sensor wire was missing from the sensor pod and seal carrier. Because the sensor wire is missing, it is considered detached. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the patient did not pull up on the collar and the sensor was not deployed correctly. Dexcom labeling indicates: collar removes insertion needle.

Manufacturer narrative:
(B)(4). Correction to the MFR number in the previous follow-up report 002. Follow-up report 002 was originally submitted, in error, as 3004753838-2018-78659. This report is intended to provide the same content which was already reported in the previous followup report 002 submission, but under the correct MFR number 3004753838-2017-78659 to ensure it can be correctly associated with the applicable initial medwatch report.

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. A sensor (sts-gl-01 with lot number 5225389) was returned for evaluation. Problem is undetermined because although the sensor wire was missing from the sensor pod and seal carrier and is considered detached, returned product is not the alleged sensor of the complaint. Confirmation of the problem and root cause could not be determined.